Event description:
It was reported that they were looking for direction on any suture techniques to better keep the implantable neurostimulator (ins) from shifting or moving in pocket. The patient mentioned to the healthcare provider (hcp) about feeling like the device bottom edge was lifting up. The hcp went in today to do an exploratory look at the ins. The ins was still sutured appropriately, and comforted the device was not flipped. It did not appear that fatty tissue affected how the device maintained position in the pocket. Therapy was not affected and there was great coverage for the patient with no issues charging the device. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that post surgery, the patient was no longer reporting issues of battery discomfort.